Manufacturer narrative:
Additional information was received the the malfunction was reported in error by the customer. There was no malfunction. The initial MDR was not reporable. H3 other text : additional information was received the the malfunction was reported in error by the customer. There was no malfunction. The initial MDR was not reporable.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction causing a loss of suction. There was no report of patient involvement.